Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one instrument and a photograph. The photo shows the instrument fully articulated to the left and engaged with the loading unit. The loading unit was broken at the adapter. The instrument was received engaged with the subject loading unit. The firing knobs were fully retracted and the articulation lever was articulated fully to the left. A small piece of plastic was broken from the distal tip of the instrument tube housing. Functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken instrument tube housing may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed the file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical procedure for lung cancer. The manual stapling handle and reload were being applied to the lung. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was poor staple formation, the staple was bad. The jaws of the device locked onto the tissue. A stapler was used to knock down the tissue. A component of the manual stapling handle broke off, the gun. A component of the reload broke off, the nail bottom. The procedure was converted to open because the new gun broke, nails cannot get down. This led to temporary injury due to enlarging the surgical opening. The incision was extended by more than one inch. The conversion caused permanent tissue damage. More nails to tighten the front of the material pressed off. There was blood loss of more than 500 cc due to the product problem and a blood transfusion was required. The surgical time was extended by thirty minutes or more and extended hospital stay. In order to resolve the issue and complete the case, changed to a new device. The patient outcome is alive, with injury.